Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report#1627487-2014-12521. Ref MFR report#1627487-2014-12522. It was reported the pt has experienced headaches since a week post-implant date. The nurse stated there may be a cerebrospinal fluid leak although there was no leak observed during the procedure. The pt did not report any symptoms after the procedure was completed. The pt is pending an appointment with the physician in eight weeks.